Event description:
It was reported that the wake button was delayed in responding to touch. The customer's blood glucose (bg) level was below 40 mg/dl. The customer consumed orange juice to address the bg. During troubleshooting with tandem customer technical support it was determined pump was functioning as expected.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.